Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified when the homechoice (hc) device was returned and reviewed. This alarm was found during the event history log review. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had received a system error (se) 2367 on the homechoice (hc) machine during dwell 2 of 2, patient was connected. The technical service representative (tsr) instructed to cycle the power to clear the alarm. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional or relevant information becomes available, a supplemental report will be submitted.